Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 14 inappropriate shocks, due to diminished r-wave amplitudes and oversensing of noise. The patient was admitted to the hospital. The device as programmed to the secondary vector at the time, so the vector was reprogrammed to primary. However, the next day the patient received nine more inappropriate shocks due to t-wave oversensing. It was noted the amplitudes were small in all vectors. Technical services discussed the secondary vector could be tried again with a gain of 2x to better discriminate the noise. A new screening could be performed to find a system placement that produced larger r-wave amplitudes and less myopotential noise. The field representative later reported that the patient experienced brain damage. It was initially suspected that the patient had a seizure, causing the myopotential noise oversensing and inappropriate shock therapy delivery. However, testing at the hospital has ruled out a seizure. At this time, the origin of the brain damage was not determined but it was not suspected to be caused by the inappropriate shock therapy. The patient remains in the hospital with the device programmed on. A new screening was performed but no system placement produced larger r-wave amplitudes. The patient has not received any additional inappropriate shock therapy. Should new inappropriate shocks be delivered, the physician planned to change to a transvenous ICD. Additional information was received that the s-ICD remains implanted and in service. The sense vector was programmed to secondary and no further episodes showing oversensing of noise were observed. No new information was provided to the boston scientific sales representative regarding the potential source of the patient's brain damage.